Event description:
Patient presented with wheezing and airway restriction with vns and symptoms ceased when vns was disabled. It was later reported that the patient is still experiencing difficulty breathing and was admitted into the hospital. No other relevant information has been received to date.

Event description:
Additional information received from the patient reporting that she is still having severe shortness of breath. Her settings were previously changed but she noted that this did not resolve the issue and she constantly has the vns magnet over the generator to inhibit stimulation.

Event description:
Additional information received noting that the patient had their device disabled.